Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient had also experienced a breast mass on the right side. On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 425cc, catalog# 3501670, sn# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc and experienced a deflation on the right side post-operatively. A needle biopsy was performed, but details were not provided. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 425cc, catalog# 3504254bc, serial# (B)(4) (right), (B)(4) (left) on (B)(6) 2019.